Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80-90% stenosed, 50x3mm target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery (lad). After a guide wire crossed the lesion, pre-dilation was performed with 2.5 x 15mm and 3.0 x 15mm maverick balloon catheters at 14-16 atmospheres. A 2.5 x 38mm synergy drug-eluting stent (des) was implanted in the mid lad. A 4.00 x 16mm synergy des was then advanced to treat the proximal lad but device failed to cross and the stent was damaged. The device was replaced with a 3.5 x 16mm synergy des and the procedure was completed. No patient complications were reported and the patient's status was stable.